Event description:
It was reported that a patient underwent a procedure with a navistar® thermocool® and during the procedure experienced issues with the deflection of the catheter. The procedure was completed successfully. This event is being reported because the bwi failure analysis lab received the device for evaluation and found that the peek housing is cracked between rings #2 and #3 with wires exposed. This finding is reportable because inner components are exposed and this could potentially contribute to an adverse event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a navistar thermocool and during the procedure experienced issues with the deflection of the catheter. This event is being reported because the bwi failure analysis lab received the device for evaluation and found that the peek housing is cracked between rings #2 and #3 with wires exposed. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found that peek housing was cracked between rings #2 and #3 with wires partially exposed; this condition was not reported by the customer. A sem (scanning electron microscope) testing was then performed and the results showed that tip presented evidence of elongations in the rupture sections. The elongations can be related to an application of a force that induced the plastic deformation with an unknown object. Per the complaint reported, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found broken inside the handle, causing the deflection issue. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The customer complaint has been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). As lot #: 17025369m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).